Manufacturer narrative:
H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in new zealand, it was reported that patient faced hole in the tubing event on (B)(6) 2024. The infusion set was in use for few hours. High blood glucose level was 15 mmol/l. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.